Manufacturer narrative:
On (B)(6) 2020, mentor became aware that patient underwent bilateral implant exchange with silicone gel implants on (B)(6) 2019. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
On october 5, 2020, mentor became aware that the devices were discarded. Hence, field h6 for method codes has been updated to "device discarded" on this form. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right side deflation. Concomitant products: left side; 275cc mentor siltex contour profile high; catalog number: 3542711; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient with unknown race and sex underwent unspecified breast surgery with a 275cc mentor siltex contour profile high and was presented with right side breast implant deflation postoperatively. As a result, the device was explanted on (B)(6) 2019.